Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm13.2 implantable collamer lens of -9.5/1/109 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same size length, spherical lens due to lens rotation not associated with low vault. Reportedly, "toric lens got rotated to 90 degrees and patient was unhappy with the outcome. Suspected zonular weakness. Removed toric and implanted spherical lens. Patient is doing well postoperatively with 6/9 vision." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
B5: lens model corrected to vticm5_13.2 in initial MDR. D4: corrected to vticm5_13.2 in initial MDR. H4: corrected to 28-mar-2022 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic bent. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581- zonular weakness. B5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.50/1.0/109 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced lens rotation not associated with low vault and zonular weakness. On (B)(6) 2022 the lens was exchanged for a spherical model/ same length lens and the problem was resolved. Additional information provided was " toric lens got rotated to 90 degrees and patient was unhappy with the outcome. Suspected zonular weakness. Removed toric and implanted spherical lens. Patient is doing well postoperatively with 6/9 vision." The cause is unknown. Claim#: (B)(4).